Event description:
Patient's husband reported the hcp recommended that the patient have a catheter dye study. Per husband, the patient was not having issues with the pump. The catheter dye study was performed on (B)(6), 2012. Caller stated that his wife was told she had a "weak" catheter after the dye study and that it could last "a day, a week or a month". A revision was scheduled. Caller stated that his wife has 13 discs deteriorating and the pump helps but does not cover all of her pain. The pump previously delivered morphine. The pump was currently delivering hydromorphone. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that the patient had been having trouble controlling her pain; however, this appeared to have resolved when the drug was changed from morphine to dilaudid (hydromorphone).

Event description:
Additional information: it was later reported that patient had a dye study on (B)(6) 2012; however, healthcare provider (hcp) was unable to aspirate catheter; occlusion was indicated. It was added that there were no obvious kinks or breaks visualized under fluoro, but the hcp decided to "replace entire system as patient requested." It was stated that patient had no symptoms, sustained no injury; recovered without sequel. It was later reported that the catheter was the main issue, but the hcp didn't want to do another surgery so soon, based on average life pump expectancy of 5-7 years so they changed the pump too. Per reporter they were not sure if it was plugging or not delivering it into the spinal canal right; however "it was putting out less than it should."

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: 2008-(B)(6), explanted:unk. (B)(4).

Manufacturer narrative:
The pump and catheter were received and analyzed; per request, no destructive analysis was done on the pump. Pump passed testing and analysis concluded no anomaly; normal device function. The catheter was returned in two pieces that revealed an incorrectly assembled catheter body. The sc (sutureless connector) portion was still attached to the outlet of the pump and was found to be patent. It did appear that a very small piece of the catheter was missing between the 19-20 cm markers; a visual inspection showed that the proximal end of segment 2 had a very smooth appearance and was not cut. It was suspected that in this location between the 19-20 cm markers was where an issue occurred that may have caused an occlusion or break. In addition at the same location, it was observed that the straight anchor had evidence of being assembled improperly due to being sutured directly on the anchor.

Manufacturer narrative:
(B)(4).